Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 170503 with the following internal whole blood control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 170503 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 170503 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a serum sample tested with the alere determine hiv 1/2 ag/ab combo from a pregnant woman in her second pregnancy, trimester unknown. At the time of testing, the patient was not in active labor. The customer reported that this patient had a (B)(6) test with her first pregnancy. It is unknown when the first test was performed (no additional information provided) and how much time elapsed between these 2 tests. The patient was confirmed (B)(6) with architect hiv ag/ab combo. There is insufficient information to determine if a malfunction occurred. The patient treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4); however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).